Manufacturer narrative:
The CAPA investigation was initiated on (B)(6) 2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was unable to connect the ipg with external devices following an unrelated surgery. The ipg was deemed inoperable. The ipg was replaced with another model which resolved the issue.